Event description:
Additional information from a manufacturer representative (rep) was received, stating that the patient was going to have a full system removal on (B)(6) 2015 because they were not able to get approval for the implantable neurostimulator (ins) replacement. Previous related medical history was headache and spinal pain. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device reached end of service but the longevity was not met. The cause of the longevity not being met was unknown. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (b)(6 2008, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3587a, lot# n087134, implanted: (B)(6) 2008, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n376632, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported that the patient stopped feeling stimulation in (B)(6) 2015 and started seeing the elective replacement indicator (eri) in (B)(6) 2014. The implantable neurostimulator (ins) battery depletion was reported as premature. The manufacturer representative (rep) met with the patient the day of the report and reported reading several low out of range impedance values of less than 50 ohms. It was reviewed that this may indicate a short and may contribute to abnormal battery depletion. The patient was planning on using the system as long as the battery lasted and then the physician planned to replace the system. No date had been set for that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.